Event description:
It was reported that the implant at tooth site #30 was removed due to infection. The patient reported pain with the implant for two weeks after placement. No signs of infection. At the two month follow-up examination, significant purulence and pain were noted. A large bony defect was observed due to granulation tissue around the infected implant. The implant was removed and the site was grafted for a future dental implant in approximately four months from the implant removal date. Symptoms as a result of the event: abscess, inflammation, pain and swelling.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.